Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test. The insulin pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump calculated the additional bolus deliveries, which were verified in the daily total screen. The pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The motor functioned properly during testing. There was no delivery anomaly, daily total anomaly, basal anomaly, or bolus anomaly noted. The pump had cracked battery tube threads.

Event description:
The customer's wife reported via phone call that the piston does not go all the way anymore and only goes about 3 quarters of the way in the insulin pump. Customer's wife stated that this problem happens all the time and does not give the last bit of insulin because the piston does not go all the way up. Caller was advised that the pump will need to be replaced and to revert to a back-up plan. Caller stated that the customer's blood sugar was higher than usual.